Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00561. It was reported one of the leads had eroded out of the lead incision site. Surgical intervention was undertaken and the system was explanted. It is unknown which lead eroded, therefore all possible lots are being reported.